Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the low impedances was unknown, and the patient was seen at the post-op and is receiving adequate therapy. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reiterated that the lead fell laterally into the ditch of the spinal cord almost immediately post-op. The cause was not determined. A revision surgery was being planned to put the lead back in place. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial #: (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977c265, serial # (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 20-apr-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was experiencing severe pain in the inside of their rib area on the right side. Initially it was believed to be pain from the awkward positioning for surgery but the pain has not decreased. Reprogramming was performed but the issue did not resolve. The patient stated that the stim was not helping the left buttock pain which has increased since implant. The ins was implanted in the patient's right buttock. The patient was meeting with the rep and hcp on 2018-07-12 for a reprogramming session. No further complications were reported. Additional information was reported that the patient saw the rep and their doctor today ((B)(6) 2018). The patient's pain in his side and upper left buttock is getting worse. It is the worst at night. The doctor ordered an x-ray to see if the paddle migrated more laterally. The rep did not see the result of the x-ray. The patient was reprogrammed with a high density program to see if perhaps the high frequency might be irritating him. He has been instructed to keep this program on for the next three days and if the pain persists to then turn off the ins for several days to see if the pain continues. The discussion showed today that the pain started after the implant, but before the stimulation was turned on thus thinking it might be the paddle placement. No further information was reported. Additional information was reported that the x-ray showed the lead/paddle pulled down and twisted somewhat so that it is pressing on lateral nerve roots causing the pain in the patient's ribs. He is seeing the neurosurgeon for follow up surgical consultation on (B)(6) 2018. No further information was reported. Additional information was reported that the patient has lyme disease and gall bladder issues. The doctor wants those resolved before going in and adjusting the paddle back to center over the spinal cord. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the lead was revised. The existing lead was used and its tip was placed at t9. Electrodes 3/4 were showing 'avoid' (20 ohms) during the impedance check. The patient was not to turn on stimulation until their follow-up appointment (7-14 days). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.